Event description:
It was reported that in 02/2002 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 2004 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."